Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A nurse reported to baxter (B)(4) flo-gard IV. Solution admin. Set in which a leak was observed from a hole in the set that developed within an hour of infusion. The process step was during infusion of paracetamol at a rate of 400mls an hour, then saline at 5mls an hour. A patient was involved, but there is no report of patient injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report from baxter (B)(4) of a leak from an intravenous (IV) administration set that caused a nurse to slip and fall. Reportedly, the nurse is off sick as she hurt her back when she fell. Information regarding medical intervention was not provided. Additional information regarding this report has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). An MRI was performed and confirmed a torn, bulging disk that was pressing on a nerve. The nurse was hospitalized (dates not reported) and received intravenous morphine for pain control. The nurse is receiving "physio" and is on rest and has not returned to work. The reporter was unable to comment on whether the injury is permanent.